Event description:
The 1.2 inr and "out-of range low" error message displayed with hemochron signature plus / pt system vs 2.6 inr when repeated on 2nd signature plus instrument (s/n not reported). Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). Customer reported evaluations: internal qc performed with acceptable results. External qc performed with acceptable results. This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. MFR method: no product returned from user facility. MFR results: customer complaint could not be confirmed. MFR conclusions: no conclusion can be drawn.